Event description:
It was reported to boston scientific corporation on (B)(6) 2012, that a maxforce biliary catheter balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) on (B)(6) 2012. According to the complaint, during the procedure, the balloon would not inflate inside the patient. A leak in the balloon was noticed when removed from the patient. It was confirmed that there were no sharp objects in the area of dilatation. The procedure was completed with another maxforce balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient weight is unknown. (B)(6). (B)(4) for the reported event of balloon leak. According to the complainant, the suspect device will not be returned as it was contaminated. If any further relevant information is received, a supplemental MDR will be filed.